Manufacturer narrative:
The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported by the surgeon dr. Lampert that the circlip (p/n: smcic01) on the mig (minimally invasive grower) 50mm extendible distal femoralreplacement broke and needed to be replaced. As a result, the patient must undergo a revision surgery.